Manufacturer narrative:
No patient involvement. A new detector panel was ordered and shipped to the site. A medtronic field service engineer replaced the detector and command processor to resolve ring artifact. Images looked good with no artifact after replacement. System passed all tests and returned to service. System fully functional after part replacement.

Event description:
A medtronic representative reported that a site alleged there is recurring ring artifact in the o-arm images. The artifact would go away after running rad/gain calibrations, but then would return after 1-2 studies. No patient involvement.

Manufacturer narrative:
The suspect detector and control panel were received by the manufacturer for evaluation. Calibrations were performed on the imaging system and the system was able to perform successful image acquisitions. Power cycles were then performed and the reported issue would occur. This confirmed a failure in that the control panel would not retain calibrations performed when the power cycled.